Event description:
It was reported that "it was taking a very long time for the charge indicator to light up per hospital bio-med. The battery was replaced, battery almost 3 years old". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). No iabp part was returned to teleflex chelmsford for investigation. According to the field service report, the biomed replaced the battery and the pump was returned to service. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "battery not fully charge" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the biomed replaced the battery and the pump was returned to service. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual , the battery may not provide the expected minimum run time of operating power. Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it was taking a very long time for the charge indicator to light up per hospital bio-med. The battery was replaced, battery almost 3 years old". No patient involvement.